Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via axillary artery in a 48 year old male patient presenting with acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d being supported with va ECMO. While on va ECMO and impella 5.5 support the impella device functioned as expected, p8 4.2l/min. There were noted repeated air in purge alarms despite deairing. This was resolved after exchanging the purge cassette. While on support it was noted that there was hemolysis and concerns of gi bleed. These are increased risks when on multiple mcs devices. No other information was available.

Event description:
Additional information received: pump flow is lower than expected.

Manufacturer narrative:
B5 additional information updated and h6 codes updated. B1 product problem was selected section d4 catalog number was corrected.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the hemolysis could not be determined as no definitive cause was able to be established from data logs and no product was returned for evaluation. Low or blocked pump flow: the cause of the low pump flow could not be determined as no product was returned for evaluation. D4 revised

Manufacturer narrative:
Added: b2, d3, d6a, d6b. Corrected: h1 (type of reportable event). Major bleed: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the hemolysis could not be determined as no definitive cause was able to be established from data logs and no product was returned for evaluation. Low or blocked pump flow: the cause of the low pump flow could not be determined as no product was returned for evaluation.